Event description:
It was reported that the patient's right ventricular (rv) lead a lead impedance alert triggered for both high defibrillation impedance and gradually increasing defibrillation impedance. The alert threshold was increased and the alert cleared. The lead is still in use. No patient complications have been reported as a result of this event.